Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during pumping. Additionally, the touchscreen was unresponsive. During troubleshooting with tandem technical support the touchscreen was functioning as intended. The customer's blood glucose level was not impacted. Reportedly the customer was able to re-load the same cartridge successfully and resume insulin therapy.